Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the monitor experienced detection problems and undersensing which created extra beats observed on the patient's electrogram (egm). The monitor is no longer is service. No patient complications have been reported as a result of this event.